Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 3rd july, 2020 getinge became aware of an issue with one of surgical lights - configuration of lucea 100 and 50. As it was stated, the baking screw responsible for stopping the movement of spring arm was defective, moreover, the spring arm's cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - configuration of lucea 100 and 50. As it was stated, the braking screw responsible for stopping the movement of spring arm was defective; moreover, the spring arm's cover was missing. There was no injury reported however, we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination. It was established that when the event occurred, the surgical light did not meet its specification as a part was missing, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.